Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapid battery depletion after indicating a full charge and intermittent to absent touch response on the lower half of the display, resulting in unreliable pump operation; a replacement unit was issued and the original was returned for inspection. Symptoms included no reported adverse clinical effects. Outcomes included no change in the user¿s condition and no medical intervention or hospitalization. Investigation included review of user reports, logistics records, and functional assessment of the returned unit. Investigation of this case revealed a battery performance failure with abnormal discharge and a touchscreen lower-panel malfunction, consistent with hardware degradation affecting the power subsystem and display interface. It was concluded that the cause was hardware component failure.